Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a lead integrity warning occurred 2014-08-21 for the sensing integrity counter greater than 30 counts in 3 days and for high rate non-sustained tachycardia events. Starting 2014-08-17, the sensing integrity counts were up to 92 counts and there were high rate non-sustained episodes with evidence of lead noise oversensing. No evidence of t wave oversensing was noted however.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 350973 lead implanted 2011-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead had short interval counts (sic) and non-sustained tachycardia (nst) episodes and a lead integrity alert was triggered. Isometrics were done in the clinic to determine if noise was the cause of the short intervals however, no noise was noted. Occasional t wave oversensing was observed while the patient was in the clinic. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.